Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen displayed colors and words incorrectly which resulted in the customer experiencing difficulties reading the screen. Additionally, the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer performed a pump reset to resolve the issue.